Event description:
Pt was implanted with a synchromed pump and catheter in 1999 for intrathecal infusion of bdnf (brain cell derived neurotrophic factor) in a clinical study for amyotrophic lateral sclerosis. During an abdominal kub x-ray, the pt was found to have a catheter break with the distal tip of the catheter seen at l3-4. The pt withdrew from the study. Both the pump and the catheter were left in place because the pt was too weak to undergo a catheter revision procedure. The pump was stopped and the alarms disabled.